Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's previously administered products included for prevent pregnancy: depo-provera from (B)(6) 2010 to (B)(6) 2010. Concurrent conditions included obesity. Concomitant products included metformin since (B)(6) 2015. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("lower back pain"), abdominal pain upper ("stomach pain") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, female sexual dysfunction, dysmenorrhoea, dyspareunia, back pain, abdominal pain upper, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, pelvic pain, vulvovaginal pain and weight increased to be related to essure. The reporter commented: most, if not all symptoms decreased soon after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Most recent follow-up information incorporated above includes: on 5-apr-2018: patient¿s demographic details provided; apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), lower back pain, stomach pain, fatigue, weight gain and essure confirmation test not performed were added as event. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included chlamydial cervicitis, hypertension, polycystic ovaries and c-section. Previously administered products included for prevent pregnancy: depo-provera from on (B)(6) 2010. Concurrent conditions included obesity, hirsutism, vaginal discharge and heavy periods. Concomitant products included metformin since on (B)(6) 2015. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("lower back pain"), abdominal pain upper ("stomach pain"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, female sexual dysfunction, dysmenorrhoea, dyspareunia, back pain, abdominal pain upper, fatigue, weight increased, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: most, if not all symptoms decreased soon after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Ultrasound scan: on (B)(6) 2015: results: bilat essure noted.. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: pelvic pain, lower abdominal pain. Most recent follow-up information incorporated above includes: on 25-apr-2019: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.